Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were, absence of serial digital interface 2 image. Cosmetic wear on housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, high definition lcd monitor to the olympus service center. Upon inspection and testing of the returned device, printed circuit board failure was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.